Manufacturer narrative:
The event date listed on b3 is reflective of the time zone of the country of the event.

Event description:
It was reported that the customer received a continuous glucose monitor (cgm) error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions for a pump reset and walked the caller through the process, which resolved the issue, and the cgm error code did not reappear. The caller was advised to wait 20 minutes before starting a new sensor session, which they understood and acknowledged.